Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 176 mg/dl. The customer stated that the esc and act buttons have shortened out. The device had been exposed to moisture from rain while the customer was backpacking in the mountains. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Scratched display window, scratched case, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip noted. No moisture damage noted on electronic assembly or on motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.